Event description:
Report rec'd from abbott international (abbott australasia) that states: "pump running at 5 ml/hour. Nurse sponged pt removing cassett, then replaced. After 45 minutes, pt showed decreased responsiveness. Pump noted running at 150 ml/hour. Nurse thinks she did not change amount. Administered narcan and recovered with no ill effect. No adverse outcome." The report states: "hospital refuses to provide any pt details including info about drug being infused rates, etc. On basis of confidentiality." No add'l info was available.